Event description:
Ventilator circuit was changed on a pulmonetic ltv 1000 ventilator at 8:30 am; respiratory therapist did not set the external peep value for 10 cm h2o which was ordered by physician. Although this was a user error, I would like to report the potential for harm when value is not set and unit has no alarm setting for peep. Pulmonetic allows the clinician to set external peep of up to 20 cm h2o without having any alarms if peep is lost. It is rare that pts require 20 cm h2o, but if they need it and are placed on an ltv 1000, it could lead to a potentially dangerous outcome if peep is lost and no alarm occurs.